Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room (ER) with chest pain approximately three days after initial implant. X-ray imaging noted the lead had dislodged and perforated the apex. The lead presented variable low impedance values and loss of capture. A pericardiocentesis was performed and this lead was explanted and successfully replaced. No additional adverse patient effects were reported.